Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, the user experienced hyperglycemia with a peak blood glucose of 313 mg/dl and observed minor bleeding at the infusion site; no alarms were reported, and troubleshooting and education were completed with guidance to monitor and replace the set when able. Symptoms included hyperglycemia without reported ketones or additional clinical symptoms. Outcomes included a transient impact on blood glucose that resolved within several hours without medical intervention or backup therapy. Investigation included technical review and user troubleshooting. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with a potential infusion site or set issue that could not be replicated. It was concluded that the cause of the hyperglycemia was unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.